Event description:
The customer reported conflicting results with the ID now covid-19 assay performed on (B)(6) 2022. The first test generated a positive result. Two repeat tests were performed on the same day and both generated negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Investigation conclusion: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trends are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000.